Event description:
It was reported that a hardware removal was performed due to pain (distally). Date of original implant is unknown. Surgeon removed one locking compression plate (lcp) one-third tubular plate, and one 3.5mm lcp low bend medial distal tibia plate. Eight cortex screws were removed. Five locking screws were removed. Removal surgery was successful. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional patient information: patient height was reported as (B)(6). Patient initials are (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date unknown. Device history records was conducted. The report indicates that the: product manufacture date: april 26, 2004, a review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of lcp one-third tubular plates with collar 8 holes/93mm was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.